Event description:
The customer reported that in 2007 at 05:00 p.m., a male pt, who had been receiving continuous renal replacement therapy (crrt) on a prisma machine for about 30 hours, suffered a cardiac arrest. He was disconnected from the machine and resuscitation was begun. The pt's blood was not returned to him. The resuscitation efforts were unsuccessful and he was pronounced deat at 05:35 p.m.